Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that stim was turning off by itself. Patient noticed that the ins battery was not depleting after 3-4 days when it should have. Patient checked and saw stimulation was off. Patient did not remember touching any buttons. Troubleshooting resolved the reported issue. Patient was able to turn stim on and feel stim. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was reported the patient was unsure what circumstances led to the issue, but it was okay now. No further complications were reported.